Event description:
It was reported that during a 2nd diagonal coronary stenting procedure, a mini vision rx stent delivery system (sds) was advanced through a non-abbott guideliner with resistance and as the physician pulled back the mini vision rx sds in order to advance the non-abbott guideliner further in the vessel there was resistance felt with the non-abbott guideliner. The stent was found dislodged on the shaft of the non-abbott guideliner and the non-abbott guideliner with the mini vision rx sds were removed as one unit. The procedure was completed with plain old balloon angioplasty. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.